Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 segments of fragments gray metallic coils') in a female patient who had essure (ess205) (batch no. 853555-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and luteal cyst of ovary. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (laparoscopic salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage and infection outcome was unknown. The reporter considered device breakage and infection to be related to essure (ess205). The reporter commented: right side: 2 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Left side: 2 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Discrepancy note in date of insertion: (B)(6) 2013 (as per mr). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Lot number reported 853555 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("infection"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 segments of fragments gray metallic coils') in a female patient who had essure (ess205) (batch no. 853555-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and luteal cyst of ovary. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (laparoscopic salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage and infection outcome was unknown. The reporter considered device breakage and infection to be related to essure (ess205). The reporter commented: right side: 2 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Left side: 2 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Discrepancy note in date of insertion: (B)(6) 2013 (as per mr) concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Lot number reported 853555 is invalid. Most recent follow-up information incorporated above includes: on 17-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 segments of fragments gray metallic coils') in a female patient who had essure (ess205) (batch no. 853555) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and luteal cyst of ovary. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (laparoscopic salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage and infection outcome was unknown. The reporter considered device breakage and infection to be related to essure (ess205). The reporter commented: right side: 2 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Left side: 2 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Discrepancy note in date of insertion: (B)(6) 2013 (as per mr). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: event 'medical device removal' was updated by 'received 3 segments of fragments gray metallic coils'. Lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("infection"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.